Manufacturer narrative:
"This medwatch has been submitted in error. Although a 510 k has been obtained, the device is not commercially available. The device is currently being used in a clinical trial (B)(4) and is labeled as an investigational device only."

Event description:
As reported via the department of safety as part of monitoring the metadata data base, this clinical study patient experienced right groin repair which requiring stenting. The event was reported to be resolved. Follow up with the clinical site has not yet provided any further information as to device relationship, or a current patient status.

Event description:
Manufacturer's first level investigational unit confirmed the lancet protrudes beyond the end cap of the multiclix device after firing. Suspect device has been returned.